Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized for high blood glucose and had few low blood glucose incident. Customer's blood glucose reading for high was 1350 mg/dl. Customer stated that they attempted to deliver insulin via insulin pump but did not received. Customer stated that emergency medical services were dispatched and customer was admitted in hospital. Customer was treated with insulin intravenous drip in hospital for high blood glucose. The customer stated they had two incidents of low blood glucose incidents in which emergency medical services were dispatched and one most recent high blood glucose incident of hospitalization on (B)(6) 2021. Customer was alleging insulin pump for under and over delivery of insulin. Customer stated that they first experienced low blood glucose of 40 mg/dl on (B)(6) 2021 when emergency medical services were dispatched but customer was not hospitalized and customer was treated with food and glucose intake. Customer experienced second low blood glucose of 20 mg/dl on (B)(6) 2021 when second time emergency medical services were dispatched and customer visited to emergency room. It was unknown that auto mode feature was active or not at the time of incidents. The insulin pump will not be returned for analysis.